Event description:
An aus device was implanted on 3/14/95. The balloon and cuff were revised on 12/13/96. Info received on 5/9/97 indicates the pt complains of "being wet almost all the time...especially when I've been sitting on a hard char."